Event description:
It was reported that an, 840 ventilator generated error codes which rendered the ventilator inoperable with constant alarm. The covidien service engineer (se) verified the malfunction. The se inspected the device and replaced the analog interface (ai) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
An analog interface (ai) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.